Manufacturer narrative:
It was reported that the site performed two procedures that day, and the first went well with no issues. This event was in the second procedure. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. On (B)(4) 2016 a medtronic representative confirmed testing the system with the sawbones and was unable to replicate andy inaccuracy. On (B)(4) 2016 a medtronic representative, following-up at the site, reported the incision had been made at the point of abandoning navigation. Were navigating and checking points, both were not accurate. The second procedure was performed a week later, it was a very complex surgery, and the surgeon stated the patient was getting better. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, using a imaging system, the surgeon alleged an inaccuracy. The site took a spin and alleged being 10 centimeters off. Another spin produced the same result. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue use of the navigation system and the imaging system. Following a delay of less than one hour, the surgeon decided to abandon the procedure and re-schedule. Incision had already been made.